Manufacturer narrative:
Qn#: (B)(4). The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the device history record found that the driver passed all the release criteria. The device was released in 12/2019 and is approximately 1 year old. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
Over the past couple months we have had an issue with our new ez-io drill. The drill seems to stop working halfway through the drilling process into a patient's leg. At first I had thought that it may be user error but after the second and third time I became suspicious of the drill itself. For safety sake the drill has been removed from our frontline ambulance at this time. Additional information received: yes, the driver failed 3 different times. I went through the process with the paramedics that it failed on to make sure it was not a training issue. In one incident the io was manually inserted in another it was redone with another needle in the other leg which was slow but successful and in the third the patient was transported without access. I hope that helps. Let me know if you have any other questions.